Manufacturer narrative:
The reported issue was confirmed via customer provided images and field service representative (fsr) correspondence. Log analysis shows the occluder stalling out. This can happen when an occluder is calibrated with no tubing, then tubing is inserted, and the close button is pressed. The occluder head then tries to move full extension, but stalls with the tubing inserted, causing an error condition. Customer indicates the tubing was removed and reinserted during the mitigation process. This event may have been a result of their troubleshooting process. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). On (B)(6)-2015 per the field service representative (fsr), I believe the surgery was completed. There was no smell or electrical odor around the time of the event. There was no question mark on the icon. They were using the slider on the ccm to control it. From my conversation with the ccp, what I believe happened was that the ccp wasn¿t aware that the slider controls for the occluder can be hidden by re-tapping the occluder icon on the screen. They started having issues that he initially thought were caused by the vent not removing blood fast enough and another ccp came in to help and noticed what the problem was because the venous side was still occluded and simply removed the tubing from the occluder. The ccp at the time the fsr talked to him could not remember what position the occluder was originally in before they started having problems. On (B)(6)-2015: the fsr performed a full preventive maintenance (pm) on the unit and could not find anything wrong with the unit.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the venous occluder disappeared off the screen of the central control monitor (ccm). The device was not changed out, as they took tubing out and put back in, opened it and closed it, but it drained the heart. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6)-2015: it was reported the occluder was calibrated successfully (with tubing) prior to cpb and the tubing used was 1/2" inner diameter (ID) with a 3/32" wall. No question mark (?) Was observed over the occluder icon. It appears the occluder slider disappeared from the ccm screen (during cpb) and the occluder was reported to have closed without user intervention. This would have stopped or reduced venous drainage and would have filled the heart to some extent. The perfusionist (ccp) opened the occluder latch which allowed for passive drainage and a tubing clamp was then used as needed. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.